Manufacturer narrative:
Unable to upload/download to the care link problem isolated to the electronic assembly noted.

Event description:
The customer reported via phone call that their insulin pump had issue with carelink uploader. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that it will access their device and acquires data, and then will fail. Customer stated that they was get to 95% and then it was given a general message that the upload failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.